Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening crack, delamination, crease flat and calcification white in the surface of the shell. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack and delamination. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.